Event description:
It was reported that bd needle sftygld 21x1-1/2 rb tw contained foreign matter. Verbatim: foreign matter on needle found within the sealed packet. This should be investigated by the needle supplier as the contamination was identified within its sealed packet. The supplier of the needles is becton dickinson. The event occurred in china for commercial az product. The complaint was reported to az on 10apr2026. One safetyglide needle is involved in the event. An image provided to az is attached showing the foreign material on the needle. Response received: 5/18/2026 date of event isn¿t clearly available in our record as the date of the event may not have been provided to az. Az was informed of the event on 10apr2026, so the event happened on or before the 10th, but I am not able to determine the exact date.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.